Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 130 mg/dl. Customer mentioned he had a high blood glucose event due to infusion set and reservoir. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer will not be returning the device for analysis.